Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump would lose all of the settings at times and needed to be reprogrammed. This complaint is being reported because the reported issue was not able to be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: the black box starts on (B)(6) 2017. Due to continuous use of the pump the black box data for the event have been overwritten. The available black box shows no evidence of pump losing all settings. Pump was exercised for 24 hrs with a 2.0 u/hr basal rate and the I:c, isf and bg target were set per the dl history. The pump maintained all manually programmed settings during 4 hr duration testing. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).